Manufacturer narrative:
(B)(4). This is two of two complaints concerning the same patient for two separate incidents. The companion device from the same lot and same evening was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection found 2 pin holes in the cassette membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported draining slowly in drain 0. The cycler switched to fill 1. He discontinued treatment. When he opened the cassette door he found fluid inside the door. He reset with new supplies. He was able to complete treatment. In the morning he found fluid inside the cassette door again. He was advised to contact his pd nurse. The two sets were from the same lot and the set from the finished treatment was made available for evaluation. During follow up the patient's contact reported the patient's effluent remained clear. He did not have any complications.